Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and adjusted. The power supply voltage was returned to the optimal operating voltage. This repair was done by a 3rd party. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.